Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer was treated with apple juice. Customer's blood glucose value was low of 70 mg/dl to 50 mg/dl. The customer declined to troubleshoot for low readings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test at 0.08730 inches. The pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.